Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements and noise. As a result, a revision procedure was performed. As soon as the device was moved, the out of range impedance measurements disappeared and were within the normal range. As a result, the rv setscrew was loosened and then re-tightened to ensure proper connection. All measurements were appropriate. It was determined the issue was with the connection. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.